Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d2b ¿ procode: krd/hcg section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that during a coil embolization, two galaxy g3 mini 3mm x 6cm coils (product code: glm930060, lot numbers:1612504s) could not be removed. There was no reported patient harm. There was no procedure significantly delay. Additional event information received on (B)(6) 2026 indicated that treatment was to anterior cerebral artery (aca) aneurysm, right approach. The intervention went flawlessly. The only issue was that the coil could not be detached. The event did not result in patient injury, death, additional intervention (i.e. Medical or surgical) to preclude serious injury or death, hospitalization, prolongation of existing hospitalization, or permanent disability. The patient is doing well. There was no excessive force applied to the devices. The devices were removed from the patient without the need for additional intervention. There was no need to remove the concomitant devices with the complaint devices. There were no fragments remaining in the patient. No follow-up interventions are required. The devices were inspected for damage prior to use. The devices were used and prepped as per the instructions for use (IFU). Adequate and continuous flush was maintained through the devices. The procedure was prolonged by a few minutes. Additional event information received on 09-jun-2026 reported that the event was (B)(6) 2026. A pre-deployment electrical testing was performed. The same dcb was used successfully with subsequent coils. The same cable was successfully with subsequent coils. The coil did not stretch or become damaged when removed.